Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient felt their cardiac resynchronization therapy defibrillator (crt-d) "jumping" in their chest. It was further clarified that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv)lead. The lv lead was reprogrammed to a different vector. The lv lead remains in use. No further patient complications have been reported as a result of this event.